Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. There was a mark in the probe which came in contact with the non-insulated area of grasping section and was abraded against it. The probe had some scratches. But there was no bent in the probe. The tissue pad in the grasping section was worn and partially separated. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the nurse that during a removal of the fallopian tube, the subject device was used. During burning, the probe's composite was bent and the burning did not function no longer. It was noticed that the probe's composite part was bent partially away from the metal part. The subject device was used only for a few minutes. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to olympus¿s local distributor. On march 23, 2021, local distributor found that the tissue pad was separated. This is the report regarding the separation of the tissue pad.